Event description:
It was reported that there was an alleged overinfusion of acyclovir. The report stated that they "put the flush [0.9% saline] onto an infusion of acyclovir. Co set the limit of the infusion at 30mls and the rate at 50ml/h so that it would go over about 40 mins. Went back to take it down and the whole bag [100 mls] had gone through even though the machine said that only 20 mls had gone through." Infusion was discontinued and pt was monitored. There was no reported incident related medical sequelae. The reporting user facility tested the operation of the device and could find no fault.